Manufacturer narrative:
The device is not repaired as yet. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Onsite repair not approved yet.

Event description:
As reported for this event, the gray connector of the device is broken. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. In addition, the customer's first name was corrected. An olympus field service engineer (fse) was not dispatched to the user facility for repair. The fse contacted customer multiple times via voice and email, and customer failed to provide a purchase order to be on site and to confirm the issue and resolve. The customer has been informed via email to call olympus technical assistance center (tac) for support and to provide a purchase order for any future service request. The subject device is also due for preventative maintenance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿